Event description:
In 2009, the patient reported she woke up at 3am with an elevated blood glucose reading of 478 mg/dl and bolused 2 units of insulin via her infusion device. She stated she received an e4 (occlusion) error on her device a few minutes later. She changed her infusion set pigtail, took another 2 units of insulin and went back to bed. A couple of hours later, her blood glucose was 476 mg/dl and, when she tried to bolus, she again received an e4. She disconnected from the pigtail and bolused into the air without error. She re-connected to the pigtail and has not received another e4. She said she uses her abdomen area for her infusion sites and she switched her site from her lower right abdomen to her lower left abdomen. She stated she does not have any other sites that "work." She stated she sometimes re-uses her pigtails, but did not do so last night. She was advised not to re-use the pigtail. Troubleshooting did not find any product issues. On follow up with the patient in the next day, she stated her blood glucose is "back to what she normally sees" and she has had no further occlusions. Courtesy infusion sets were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.